Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition contributed to the pt's infection. No product lot number was provided, so no review of lot qualification records (including sterilization) could be performed. The omnipod's user guide warns, "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water, and keep sterile materials away from any possible germs." And cautions, "if an infusion site shows signs of infection immediately remove the pod and apply a new one according to instructions from your healthcare provider." It further advises to "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat."

Event description:
Customer reported "the pods leave little red pimples on legs and they fill with pus." Customer is taking antibiotics for "condition". Customer also stated she "is very active (runs and swims)... Generally runs low, between 30-40 mg/dl." We do not expect the pod to return for evaluation.